Event description:
The user facility reported that a staff member incurred a needle-stick after having difficultly while attempting to activate the safety feature following use of the safety needle device. During follow-up communication with the user facility it was reported that: the needle assembly "popped off" when the user attempted to engage the safety sheath after administering a flu shot; the detached needle assembly bounced off the user's other hand & resulted in a needle-stick to the user's finger as it fell to the floor; and testing was negative for blood-borne disease exposure so no prophylactic medication was required. No additional event specific information has been made available.

Manufacturer narrative:
Section a was left blank because there was no patient involvement. The involved sample is not available for evaluation. Therefore, the investigation was based upon evaluation of user facility information, reserve samples and quality records. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A review of the device history records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no indication that there was any relation to a pre-existing device defect. The cause for the reported event cannot be definitively determined based on the available information. However, the user did comment that she is "making sure the assembly is screwed on tightly when I draw the serum up." The device labeling does address the potential for such an occurrence in the warnings/cautions and the instructions-for-use with statements to minimize the potential for a needlestick such as the following: "handle with care to avoid needlesticks"; "if a needle is bent or damaged, no attempt should be made to straighten needle or use the product"; "position the sheath approximately 45 degrees to flat surface. Press down with a firm, quick, motion until a distinct audible click is heard. Visually confirm that the needle is fully engaged under the lock"; and "dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).